Event description:
Injury (patient / other): no product possibly involved in injury: no device available for investigation: no location: 2 - during application complaint: valve was damaged, had a crack additional information: description of the problem (what/why): valve was damaged, had a crack how often did the defect occur: once medical intervention (other than first aid): no needle/probe stick: no other measures taken: no safety issue: no problem resolved: yes how the problem was resolved / additional information: valve changed photo/sample available: no safety valve broken/damaged/disconnected: yes safety clamp open if valve broken/damaged/disconnected: no safety valve nose broken / damaged: no locking tab broken/damaged: no leakage: yes successful drainage: yes effect on patient: no effect on patient exposure to blood/body fluids: no treatment course modified due to event: no time catheter was placed: (B)(6) 2024 attached device (pleurx/peritx/brand) 50-7050 procedure performed by: ewimed employee procedure performed: at home replacement requested: no credit requested: yes additional information: error description: error location: valve error type: damaged (broken, brittle, deformed).

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0404 patient problem code: f26. H10 : d4 (expiration date: 01/2027) h10: the lot number for the device was provided. The device history records are currently under review. The device has not been returned. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd,

Manufacturer narrative:
H10: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information the failure could not be confirmed, as a result a root cause could not be determined. The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences and reviewed/investigated through the quality data analysis process. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Injury (patient / other): no product possibly involved in injury: no complaint: valve was damaged, had a crack additional information: description of the problem (what/why): valve was damaged, had a crack how often did the defect occur: once medical intervention (other than first aid): no needle/probe stick: no other measures taken: no safety issue: no problem resolved: yes how the problem was resolved / additional information: valve changed photo/sample available: no safety valve broken/damaged/disconnected: yes safety clamp open if valve broken/damaged/disconnected: no safety valve nose broken / damaged: no locking tab broken/damaged: no leakage: yes successful drainage: yes effect on patient: no effect on patient exposure to blood/body fluids: no treatment course modified due to event: no time catheter was placed: (B)(6) 2024. Additional information: error description: error location: valve error type: damaged (broken, brittle, deformed).